Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that 2014, a 29mm epic valve was implanted. In (B)(6) 2024, the patient presented with mitral regurgitation (mr) due to a tear in the leaflet at the stitch site near the stent post on the p3 side. On (B)(6) 2025, the 29mm epic valve was removed and replaced with a 27mm epic valve was implanted to resolve the event. Pannus was noted on the explanted 29mm valve. The patient is stable.

Event description:
N/a.

Manufacturer narrative:
An event of torn cusp, pannus, and structural valve deterioration was reported. A returned device assessment could not be performed as the device was not returned for analysis. Without serial/lot number, no device history record can be reviewed. Additionally, an images were received from the field and it appears to show a torn cusp and pannus on the valve. Based on the information received, the cause of the reported torn cusp and pannus could not be determined. A cause for the reported structural valve deterioration could not be conclusively determined. The mitral valve insufficiency/ regurgitation appears to be related to torn in the leaflet. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: medical device problem code: type of investigation: 4118 types of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.